Event description:
It was reported the customer experienced low blood glucose levels. Customer is working with his health care professional on adjusting the pump settings.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.